Event description:
It was reported that the pt's device was removed for an unknown reason. Follow-up with the physician revealed that the device was removed due to a lead fracture. Device was not replaced as it had been turned off for years and the pt had been doing fine without it. No further information was given. Product was returned to the manufacturer following surgery and no anomalies were noted with either the returned lead portion nor the generator. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.